Event description:
During an arthroscopic procedure, the physician was reportedly utilizing a coblator ii surgery system. Intra-operative, the controller allegedly became nonfunctional. An alternate unit was available and the physician was able to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.